Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd insulin syringe with the bd ultra-fine¿needle had dimension issues. The following information was provided by the initial reporter : the consumer reported finding syringes with different length needles in one package of 10. Date of event : unknown. Samples : available.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 28-mar-2022. H.6. Investigation: customer returned (10) loose 0.5ml bd insulin syringes (3 with 31gx6mm cannula and 7 with 30gx12.7mm cannula) and two open polybags - one from lot# 7079760 and one from lot# 0338914. The customer reported that she found syringes with different needle lengths in one package. The samples were examined, and it was observed that packaging for both 12.7mm length cannula and 6mm length cannula were returned with the loose syringes. No evidence of manufacturing defect was observed. Since the samples were returned after use it could not be determined if the samples were incorrectly packaged together during the manufacturing process. Furthermore, lot 7079760 and lot 0338914 were manufactured over 3 years apart so it is unlikely that the syringes were packaged together as a result of a manufacturing defect. The alleged mixed product issue could not be confirmed based on the returned samples. A review of the device history record was completed for batch# 7079760. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications noted that did not pertain to the complaint. There was one (1) notification noted for mix product for wrong color cap not cannula length. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10

Event description:
It was reported that 1 bd insulin syringe with the bd ultra-fine¿needle had dimension issues. The following information was provided by the initial reporter : the consumer reported finding syringes with different length needles in one package of 10. Date of event : unknown. Samples : available.